Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. On 16-sep-2019 it was reported that the patient missed a refill and the pump was alarming. The event date was noted to be about 4 days ago. The patient had just moved from another state and did not have a pump managing physician. No patient symptoms were reported. Additional information was received on 17-sep-2019 from a company representative who reported that the patient was referred to a local office that did refills and the patient would call them today ((B)(6) 2019) to see if she could be taken on as a patient. The patient had said her pump was empty, but she had not been able to call to find a physician as she had been living in a hotel until yesterday. No further complications have been reported as a result of this event.